Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Was there any adverse consequence associated with the patient? There was no adverse consequence with patient. Additional information provided: was surgery delayed due to the reported event? -no. Was procedure successfully completed? Yes. Were fragments generated? Unknown. If yes, were they removed easily without additional intervention? Unknown. Patient status/ outcome / consequences. Was other medical intervention required: unknown. Is the patient part of a clinical study unknown. No product is available for return. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a coronary artery bypass grafting procedure on (B)(6) 2022 and suture was used. The suture broke during procedure, procedure was successfully completed. No adverse patient consequences reported.